Event description:
It was reported that the implantable pulse generator (ipg) had reached end of service when six months ago the device had indicated a minimum remaining longevity of six months. It was not possible to establish telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This report is being submitted on a 30 day timeline as the complaint was received from a pediatric facility and therefore the patient is most likely a pediatric patient. Patient age is unknown.